Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported after a trunk-ipsilateral leg component (rlt281418j/16533954) was placed just below both renal arteries and a contralateral leg component (plc181200j/17191717) was placed in the patient¿s left side, confirmatory angiography was performed. The angiography reportedly revealed the trunk-ipsilateral leg component migrated proximally (distance unknown) resulting in covering nearly three-quarters of ostium of both renal arteries. However, sufficient blood flow to both renal arteries was confirmed. Therefore, no additional treatment was reportedly performed. It was reported that the migration was caused when the stent grafts were advanced into position.